Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, the cause that contributed to the reported cylinder anomaly cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the spp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of pain found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient implanted with this spectra penile prosthesis experienced pain in the penis base at the right side, which led to a surgical intervention approximately two weeks after symptoms started. During the procedure, the right cylinder was noted to be broken. The entire device was replaced with an inflatable penile prosthesis. Surgery outcome was reported as successful.